Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for two patients. The following data was provided: patient 1 (57-year-old male patient undergoing treatment for liver cancer) sid (B)(6) initial result 40 ng/l, repeated 6 ng/l (>10 ng/l is high risk cutoff). Patient 2 (no age provided) sid (B)(6) initial result 55.62 ng/l, repeated 2.4 ng/l. Update: additional results received from the customer: patient 3 (no age provided) sid (B)(6) initial result 99.31 ng/l, repeated 4.03 ng/l. Patient 4 (no age provided) sid (B)(6) initial result 61.3 ng/l, repeated <1.3 ng/l. No impact to patient management was reported.

Manufacturer narrative:
Additional information added to section b5. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
A complaint investigation was conducted for the alinity I stat high sensitive troponin-I reagent, lot 80169ud00. Review of tracking and trending by list number and by complaint lot did not identify any trends. Device history review did not identify issues associated with the customer¿s observation. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data from customers worldwide. The patient median values for lot 80186ud00 and 80170ud00, (which contain the same bulk material as lot 80169ud00) are within established limits and comparable with other lots in the field. Review of applicable field data suggests that the performance is acceptable. Labeling was reviewed which adequately addresses the current issue. Based on our investigation, no systemic issue or deficiency was identified with the alinity I stat high sensitive troponin-I reagent, lot 80169ud00.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for two patients. The following data was provided: patient 1 (57-year-old male patient undergoing treatment for liver cancer) sid (B)(6), initial result 40 ng/l, repeated 6 ng/l (>10 ng/l is high risk cutoff). Patient 2 (no age provided) sid (B)(6), initial result 55.62 ng/l, repeated 2.4 ng/l. Update: additional results received from the customer: patient 3 (no age provided) sid (B)(6), initial result 99.31 ng/l, repeated 4.03 ng/l. Patient 4 (no age provided) sid (B)(6), initial result 61.3 ng/l, repeated <1.3 ng/l. No impact to patient management was reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. Complete information for section a1 patient identifier: patient 1 (57-year-old male patient undergoing treatment for liver cancer) sid (B)(6); patient 2 (no age provided) sid (B)(6). This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21, with 510k/PMA/bla number k202525.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for two patients. The following data was provided: patient 1 (57-year-old male patient undergoing treatment for liver cancer) sid (B)(6), initial result 40 ng/l, repeated 6 ng/l (>10 ng/l is high risk cutoff). Patient 2 (no age provided) sid (B)(6), initial result 55.62 ng/l, repeated 2.4 ng/l. No impact to patient management was reported.